Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "incorrect operation ". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was no catheter inside the straight catheter package upon opening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no catheter inside the straight catheter package upon opening.